Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017 and (B)(6) 2018. The lens remains implanted. A planned explant is scheduled to be performed on (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, the patient experienced halos, especially in the evening, which makes it ''dangerous'' for the patient to drive at night. The patient also complained of issues with focusing/ghosting. Reportedly, the doctor asked the patient to give it more time and that it could take up to a year to resolve, but the patient did not want to wait this long. Currently, an explant is planned to be performed on (B)(6) 2018. Also, the patient is going to seek a second opinion. No additional information was provided.

Manufacturer narrative:
If explanted, give date: (B)(6) 2018. Based on follow-up information, the patient's left eye (0s) was explanted on (B)(6) 2018 and non-j&j sv lens was implanted as a replacement. There was no injury occurred. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/10/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a holder sealed in a pouch. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.